Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire was found to be separated. In addition, the main coil was found to be kinked and stretched likely due to procedural factors. Following the functional test, the friction was encountered. There was dried blood found within the introducer sheath which may indicate flush was not maintained during the procedure. It is probable that the delivery wire break is due to handling of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use, thus limiting the performance of the device. Therefore; an assignable cause of cause traced to component failure" will be assigned to the analyzed delivery wire break.

Event description:
Analysis of the device revealed that the coil delivery wire was broken. There was no clinical consequence to the patient due to this event.